Event description:
Procedure: laparoscopic appendectomy. According to the reporter: everything went well and looked good upon inspection of the stapling. The surgeon said he used suction to get loose staples cleaned up. The pt presented with severe pain two weeks after appendectomy. The surgeon found ischemic bowel and resected 28cm of small bowel, and upon inspecting specimen, he said there was an over crimped staple that caught the mesentery and bowel which caused obstruction. He sent the specimen to pathology to be inspected and photographed. The specimen is in "holding" because pt's family had legal contact with the hospital. The family is wanting their own pathologist to inspect specimen and diagnose cause or fault. Pt had a 4 day hospital stay post small bowel resection. Doing well and has no long term anticipated effects.

Manufacturer narrative:
(B)(4).